Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 348779, model/catalog description:spectra wavewriter ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. Symptom of drainage was noted. The physician believed that the infection was not device or procedure related. The patient was prescribed with antibiotics and underwent an explant procedure.